Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the cap was loose/falls off on the one touch lancing device. The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue started on (B) (6) at 10 am. The pt said he did not take any action regarding mgmt of diabetes due to the issue. He said that a week and a half later on (B) (6), he felt fatigue, thirst, and that his vision was impaired. The pt went to the ER at 1 am that morning for treatment. They tested the pt at 2 am and reportedly obtained a result of 459 mg/dl. The pt said he was given 4 units of regular insulin and 2-5 units of insulin through an IV 2 hrs later. The pt's medication regime includes adjustable insulin doses. According to the troubleshooting performed with customer service, there was no misuse of the product. The issue was not resolved. Although details of the pt's mgmt of diabetes is unk, this complaint is being reported because the pt alleged the lancing device did not function and subsequently suffered symptoms indicative of hyperglycemia requiring third-party treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.